Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer. The ventilator generated technical error code indicating a power failure and a internal memory back-up battery depleted alarm. According to the device service manual, this battery needs to be replaced every 5 years, if not, the reported alarm will be generated to alert the operator that the battery replacement is overdue. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer ref.#: (B)(4).